Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp found signs of repeated use and a fracture on the anterior side of the post feature. Post feature fragment was not returned. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. Per persona surgical technique it instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. Closely following this technique tip should decrease the risk of any tasp construct failures. Upon follow up it was indicated that surgeon impact the tasp. From the provided information, root cause can be determined as possible user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Not all fractured parts were returned. The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported persona knee instruments was returned fractured. No patient consequences were reported as a result of the malfunction.